Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had a cut in the outer sleeve was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device had unintended motion. The assignable root cause was determined to be traced to component failure from normal wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device cable was damaged, had cord damage, could not secure the lock cutter and unintended activation/motion. It was further determined that the device failed pretest for visual, cable, cutter lock and safety. It was noted in the service order that the device handpiece outer sleeve had been cut. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.